Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, slow flow and thrombus occurred. The 90% stenosed and 27mm long target lesion was located in the calcified right internal common carotid artery with a minimum lumen diameter of 0.8mm. A filterwire ez embolic protection system was deployed and the lesion was predilated. A monorail carotid wallstent 10.0-24 was advanced and successfully implanted followed by post dilation resulting in 0% residual stenosis. The same day after the index procedure, the patient experienced no flow and stent thrombosis in the target vessel. The patient was treated with "removal of thrombus" and the event was reported to be resolved the same day. It is the opinion of the physician that the event is unrelated to the device and that this was not a serious case.

Manufacturer narrative:
Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "no flow" occurred during the index procedure. The carotid wallstent was not yet implanted when the event occurred. It was originally reported that the no flow occurred post procedure. The filterwire was deployed and predilation was performed. During predilation, no flow occurred. It was treated by aspiration of thrombus.